Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. H10: the lot number was provided for the reported malfunction; therefore,a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation is confirmed for the identified filling issue. However, the reported suction issue and calibration is unconfirmed. A definitive root cause could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110gv biopsy instrument allegedly experienced filling problem. This report was received from one source. This malfunction did not involve a patient as there was no patient contact. Age, weight, and gender of the patient were not provided.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The device was returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110gv biopsy instrument allegedly experienced suction problem, failure to calibrate and device contamination. This report was received from one source. This malfunction did not involve a patient as there was no patient contact. Age, weight, and gender were not provided.